Event description:
Information was received indicating that a smiths medical cadd ms3 pump was not responding and "error" appeared on the display. There was no reported adverse event.

Manufacturer narrative:
One cadd ms3 pump was returned for analysis due to displaying an error. Functional and visual testing was performed.the customer stated problem was verified. During power up, the program asks to press the right key button for next, select, or ok, the device did not respond. The device was opened for further investigation and found that the right key on the keypad was not functioning properly and the cause of the issue. The keypad is part of the front housing. Therefore, the front housing will be replaced.